Event description:
It was reported that the patient was scheduled for magnetic resonance imaging (MRI) and upon looking at remote transmissions, high ventricular rate (hvr) episodes due to lead noise were observed. The MRI was canceled, and no intervention was made to address the noise.